Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin children) since (B)(6) 2005 and paracetamol (tylenol) since (B)(6) 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), decreased appetite ("loss of appetite"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), dizziness ("neurological conditions or problems type: dizziness"), memory impairment ("neurological conditions or problems type: foggy memory"), dysmenorrhoea ("dysmenorrhea (cramping),"), groin pain ("groin pain") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and cervix neoplasm ("reproductive system disorder or condition type of disorder or condition: mass in cervix"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, decreased appetite, vaginal haemorrhage, migraine, ovarian cyst, cervix neoplasm, dizziness, memory impairment, dysmenorrhoea, groin pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cervix neoplasm, decreased appetite, dermatitis allergic, device dislocation, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for apareunia, pelvic/abdominal pain ,back pain, psych injury, migration, bladder problems, vaginal infection, vaginal discharge, discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2005. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified). Result -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin children) since (B)(6) 2005 and paracetamol (tylenol) since (B)(6) 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), decreased appetite ("loss of appetite"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), dizziness ("neurological conditions or problems type: dizziness"), memory impairment ("neurological conditions or problems type: foggy memory"), dysmenorrhoea ("dysmenorrhea (cramping),"), groin pain ("groin pain") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and cervix neoplasm ("reproductive system disorder or condition type of disorder or condition: mass in cervix"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, decreased appetite, vaginal haemorrhage, migraine, ovarian cyst, cervix neoplasm, dizziness, memory impairment, dysmenorrhoea, groin pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cervix neoplasm, decreased appetite, dermatitis allergic, device dislocation, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, iron deficiency anaemia, memory impairment, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for apareunia, pelvic/abdominal pain ,back pain, psych injury, migration, bladder problems, vaginal infection, vaginal discharge, discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2005. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified). Result -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event ¿genital haemorrhage¿ was downgraded to non-serious incident and "device migration" was kept as serious incident. Essure model was updated to ess205. Coding of the event "mass in cervix" updated to cervix neoplasm. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and decreased appetite ("loss of appetite") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased and decreased appetite outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, decreased appetite, dermatitis allergic, device dislocation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for apareunia, pelvic/abdominal pain ,back pain, psych injury, migration, bladder problems, vaginal infection, vaginal discharge, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified). Result -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received ,event injury updated to events migration. Events "apareunia, pelvic/abdominal pain ,back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, rash/skin condition, psych injury, bladder problems, vaginal infection, vaginal discharge, fatigue, gastrointestinal conditions, hair loss, hormonal changes, headaches, nausea, weight gain" ,loss of appetite were added. Patient demographics and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.